Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system iop display was verified using actual pressure with a bss bottle, water, and the digital pressure meter. No problems were found and no system message was found in the event log. The system was then tested and met all product specifications. (B)(4).

Event description:
The surgeon reported seeing the optic nerve spreading and was concerned the iop is actually higher inside the eye, than what the system is reading. The surgeon changed the system iop to offset the higher pressure seen in the eye. The case was completed as planned. No pt injury was reported.